Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error and a no delivery alarm. The customer's blood glucose level was 463 mg/dl. He/she disconnected from the insulin pump. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to verify no delivery alarm due to motor error alarm and minor scratched display window.